Event description:
It was reported by service report that the head right side rail had no function. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: cracked siderail with exposed sharp edges.